Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient remotely transmitted inappropriate automatic mode switching episodes as a result of p-waves falling into the post ventricular atrial refractory period while the patient was at a sensor indicated rate. The clinician had said programming changes most likely will be made the next time the patient is seen.